Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but the customer did not provide the actual bg level. Low bg cause was not known. The customer requested that tandem technical support (cts) contact emergency medical services on their behalf. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.